Event description:
It was reported that a spectrum pump was able to input one letter when searching for a drug in the library. Needed va and the pump would not take the a. The event happened during programming/ setup at the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the 0 and 2 keys were found not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition, 'needed va and the pump would not take the a' was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.